Manufacturer narrative:
Device received with blank display, problem isolated to lcd board . Unable to perform operating currents, self test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol and if no isopropyl alcohol is available to use an alcohol wipe or dry cotton swab. It was also advised to allow at least one minute for the battery contacts to dry and to insert a new battery. Display did not returned after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.